Manufacturer narrative:
The ferr reagent lot number was 70212101 with an expiration date of 30-jun-2024. Abnormal low signal and measuring cell condition alarms were observed. The field service engineer found defective pinch valves on measuring cell channel 1 and channel 2. He replaced both pinch valves. The root cause was consistent with defective valves. The service action (replacing both pinch valves) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys ferritin (ferr) assay on a cobas e801 immunoassay analyzer. The customer did not provide specific values for the results and alleged that the initial result was a very low and inconsistent value (0 or 1) while upon repeating the sample, the repeat result was normal. No questionable results were reported outside the laboratory.